Event description:
It was reported that: on (B)(6) 2023, the doctor found the luer hub/fitting has crack during use on the patient. Patient reported as fine post procedure. Associated to 9680794-2024-00022.

Manufacturer narrative:
(B)(4). The customer provided two images for analysis. The images show the connector assembly. The customer returned one connector assembly, compression cap, and compression sleeve for analysis. The compression cap was returned completely threaded over the connector assembly. Definite signs of use were observed. Visual analysis revealed that the compression cap contained one lateral crack. The compression sleeve was disassembled from the connector assembly, and it was noted that thread imprints were on the distal portion of the compression sleeve. The appearance of the crack and compression sleeve is consistent with overtightening of the cap over the assembly threads. It was also noted that minor scratches were on both luer hubs. R & d was previously contacted as part of this complaint investigation. They confirmed that over-tightening of the compression cap during use likely caused or contributed to this event. A device history record review was performed, and no relevant findings were identified. The IFU provided with this kit instructs the user, "thread compression cap onto hub connection assembly firmly, but do not over tighten. There should be no threads visible on hub connection assembly." The customer report of a damaged compression cap was confirmed through investigation of the returned sample. The returned compression cap contained one crack along the body. The appearance of the crack is consistent with overtightening of the cap over the connector assembly threads. A device history record review was performed and revealed no relevant findings. Based on the customer report and the sample received , unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that: (B)(6) 2023, the doctor found the luer hub/fitting has crack during use on the patient. Patient reported as fine post procedure. Associated to 9680794-2024-00022.